Event description:
During an atrial septal defect procedure, the surgeon noted that the balloon lost pressure. When the surgeon aspirated back through the balloon port, blood was noted in the syringe. The catheter was removed and it was noted that the balloon was ruptured. The case was converted to a beating heart procedure and was successfully completed.